Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please forward these questions to the appropriate personnel? Did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut the tissue? Were the staples deployed in the proper closed b-formation? Were staples missing or not visible after being deployed? If the device is (or becomes) available to send back for analysis, to whom should the return shipper kit and no-charge replacement product be sent? Please provide the following information: contact name department street address including zip code (no po box please) email address phone number if you would like an analysis letter to whom would you like it to be sent? - attachment: (B)(4).